Event description:
Customer reportedly received the following blood glucose results on the compact plus within 10 minutes: 221 mg/dl,100 mg/dl, 282 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.